Manufacturer narrative:
Vyaire medical received uf report: (B)(4). Vyaire medical, inc. Reached out to the customer to obtain additional information. The serial number was provided and confirmed. Based on the information provided in the uf report: (B)(4), the biomed reported the device was repaired and returned back to service.

Event description:
The customer reported while undergoing extracorporeal membrane oxygenation (ECMO) post oxygenator therapy, the patient's partial-arterial oxygen (pa02) level is reading seventy (70) mmhg. The customer performed troubleshooting. The oxygen tubing and filter was changed. The customer reported no improvements to the patient were reported with the post oxygenator pa02 greater than 500 mmhg. The customer determined the most likely cause of the issue was due to the blender dial knob. The customer reported it found to be loose. The customer reported verified the device with an analyzer check and reported reading only twenty-one percent (21%) oxygen.